Event description:
It was reported that the insulin pump was beeping, and had unresponsive buttons. The battery was replaced, but the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen screen and constant tone alarm due to a problem with the mother board. Unable to verify the button / keypad anomaly due to the frozen screen. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.